Event description:
It was reported that the pump experienced a malfunction. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump and provided instructions to ensure the customer could continue using it without further issues. The customer was advised to contact support again if the malfunction recurred, and they acknowledged this guidance.